Event description:
It was reported that there was an issue with product: jk389 - 1/2-size lid w/retention plate silver. According to the complaint description, metal shavings were found in the sterile container resulting in the cancellation of planned surgical procedures. No adverse consequence for the patient was reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: jn341 (aesculap ag reference no. (B)(4); 9610612-2026-00002).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - product receipt, h3 - yes, evaluation, h6 - codes updated. Investigation results: visual inspection: the compained medical device was made available for investigation and the product was received with visible scratches on the surface. During the examination, clear signs of use were identified, particularly on the outer surface of the device. In addition, it was observed that one of the black handle lock clips is misaligned within the closure mechanism and appears to be defective. Black particles were observed on the filter that appears to have been located in the lid and were also sent in by the customer in a screwcap vial, alongside a silver particle. The black particles were submitted for further analysis. Two of the black particles could be analyzed in the laboratory, where they were identified as polyetheretherketon (peek) with glass fibre. The silver particle was analyzed and determined to consist primarily of the titanium alloy titanium-6% aluminum-4% vanadium (ti6al4v). In addition, further metallic elements were detected on the particle surface. Their measured composition iron, chromium, nickel, copper (fe, cr, ni, cu) indicates that these superficial residues could be deposits of the stainless steel alloy 17-4ph (17% chromium + 4% nickel + precipitation hardening). Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/preventive measures: the silver particle was identified as a titanium alloy, which is not used in either the container bottom or its lid. Therefore, it cannot have originated from the complained products. The presence of the black particles on the product could be confirmed. As peek reinforced with glass fibre is a commonly used material in medical devices, including this product (container bottom and lid), it is not possible to determine their specific origin. Therefore, the root cause cannot be identified. Only the two black particles that were inside the screw-cap vial could be used. Please note: if possible, the particles should be sent separately packaged (for example, in a small jar) and not glued or attached to anything, as they can shatter when attempting to remove them and the adhesive may interfere with or falsify the material analysis. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: jn341 (aesculap ag reference no. (B)(4); 9610612-2026-00002), jk389 (aesculap ag reference no. (B)(4); 9610612-2026-00005).